Event description:
Additional information provided by the patient reported that their therapy never worked after their first lead revision surgery. The patient stated that it must have been due to the when they moved off the table, from the surgery table to the bed, as they were told by their healthcare provider (hcp). It was noted that the patient didn't remember if they heard their hcp say it was a lead migration or a lead fracture. The patient also stated that they didn't get any pain relief and that they are now living on pain pills; the patient's issue of the therapy not working has not been resolved. It was noted that the patient refuses to implant another device. Indications for use are spinal stenosis, chronic low back pain, and degenerative disc disease.

Event description:
Additional information provided by the patient reported that their third lead revision surgery did help to give them therapy, but not for long. It was noted that the patient never completely received pain relief with their device. The patient stated that they are giving up because they received no pain relief and that being subjected to more implants is not an option for them. It was further reported that the patient had a total of three revision surgeries in order to ¿get that lead right.¿ the patient stated that they didn¿t really know why none of them worked for her and that they ¿weren¿t going to mess with it anymore.¿ it was noted that the patient didn¿t remember if the issue was a lead migration or a lead fracture. The patient¿s issue about the therapy not working has not been resolved and the patient stated that they have been living on pain pills. Indications for use are spinal stenosis, chronic low back pain, and degenerative disc disease.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.